Event description:
It was reported by the customer that a pyxis medstation es system being completely stuck on a black screen. Customer stated that the screen was black, making the device unusable during that time and drugs were unable to be dispensed from that device. Customer reported that there was delay in dispensing medication and they are unable to retrieve any medication due to this issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined station stuck on black screen. A field service engineer replaced the bus cable and pulled the cable to the remote manager power supply started to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.